Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the biliary during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, they noticed on the monitor that the working channel of the spyscope ds was protruding. Reportedly, there was no other visible damage noted and no part of the device detached. The procedure was still completed with this spyscope ds. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.